Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's system was removed because it went bad. The patient stated that after her explant, her children were told that the lead wire had broken. The patient inquired warranty information and it was reviewed. It was stated that since the whole system was removed, the patient's bladder was worse than before she got the device. The patient stated that when she wasn't having issues with the device, she loved it and it saved her money on depends/diapers and she didn¿t have to go to the bathroom all the time or wet herself. The patient inquired about getting another system implanted and information was reviewed. The patient said the hcp informed her family that the lead broke at the explant surgery a couple weeks ago. No further complications were indicated.

Manufacturer narrative:
This event was also reported under manufacturer report number 3004209178-2017-26236. Any additional information received will be re ported under report number 3004209178-2017-26236. If information is provided in the future, a supplemental report will be issued.